Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced some oozing around the access site following removal of the peel-away sheath. The perclose was tightened; however, the issue persisted. The groin was injected with epi/lido and manual pressure was held to manage the bleeding. Two days later, however, the patient continued to have oozing at the access site. The repositioning sheath was advanced to the skin and forward tension sutures were placed. Mattress sutures were also placed with angle matching and sterile dressings applied. The complication was noted to have resolved and support continued with the implanted pump for approximately three days before being escalated to an impella 5.5 device. The patient would expire approximately 7 days later; care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and noted the impella cp related event is a serious injury. The patient experienced a bleed that required minimal intervention; sutures were tightened to address the bleeding. There was no known transfusion or adverse impact associated with the demise outcome. The patient continued mcs with an impella 5.5 (after escalation in care) and subsequently expired 7 days later due to respiratory complaint; care was withdrawn. Of note, based on information at hand the escalation in care impella 5.5 pump appears to have provided support as intended. There is no information that directly or indirectly indicates otherwise. The impella cp device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).